Manufacturer narrative:
1. A customer reported: "express release failure occurred when implanting". 2. The sample was received for investigation: the sample was returned in an opened secondary package. The sample included labels and instructions for use (IFU). No delivery system or shunt were returned. 3. Since no delivery system or shunt were received the condition of the product could not be verified and visual inspection could not be performed. 4. No similar complaints for the lot. 5. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to manufacturing release criteria. 6. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. Since the delivery system or shunt have not been received, the root cause can not be determined and the complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, glaucoma filtration device failed to release. The surgery was completed after changing the procedure type of glaucoma surgery. Additional information was requested, but no further information is available.